Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device and a watchman trusteer access system (was) was selected to be used. During the procedure, access was obtained and the versacross wire was advanced to the superior vena cava (svc). The physician inserted the versacross sheath and performed transseptal puncture. There was good visualization of the tenting, as well as the wire and sheath, and the septum was crossed without issues. Once inside the left atrium, heparin was administered to the patient, and the wire was advanced into the left superior pulmonary vein for the exchange for the was sheath. The was sheath crossed the septum with no issues, and the wire was then exchanged for a pigtail catheter. The left atrial pressure was obtained, after which the pigtail catheter and was sheath were advanced into the appendage for a contrast injection. The physician decided on a 24mm closure device and prepped for implantation. The pigtail catheter was removed, and the closure device was advanced and formed into a flx-ball. Everything was advanced into the appendage, and the closure device was successfully deployed on the first attempt. The closure device met position, anchor, size and seal (pass) criteria and was released. All devices were removed from the patient, and no pericardial effusion was observed on transesophageal echocardiography. A circumferential effusion that required pericardiocentesis was noted the next day, and 50ml of fluid was drained. The patient is expected to fully recover.